Event description:
Customer complained - limited data available customer complained the cord wire sparked and it looked broken off.

Event description:
Customer complaint - limited data available . I wanted to check to see if this may be covered by a warranty. The cord wire sparked last night and when I looked it was broken off.